Event description:
The dr performed emdogain surgery in 2007. Five weeks later, the patient had an abscess. The abscess was opened twice and a biopsy was performed. Result: it seemed to be an older abscess with fibrous tissue. The patient still has a little infection/residual abscess. "Dr will a third time".

Manufacturer narrative:
Infection is always a treatment risk as described in the instruction for use. It is shown that the pga of emdogain has disappeared from the body within 24 hours after application of the product. The enamel matrix derivative is shown to stay on the root surface for 2-4 weeks. A review of the manufacturing documentation for this lot of straumann emdogain does not indicate that the infection was caused by the product. Straumann emdogain is shown to provide antibacterial qualities while present on the root surface. (Lyngstadaas et al, 2001, 2002). A biopsy from the area of treatment revealed a pre-existing abscess in this case. Based on the info obtained for this case and the known qualities of the product, unsterile processing during surgery (contamination of the surgical area), or inadequate postoperative care, indicating that the straumann emdogain is not the cause of the infection.